Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - additional. Device availability- additional.. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and was stuck on half initializing screen. The receiver case was opened and the internal inspection failed with a damaged u8. Receiver download and functional testing were unable to be performed. The reported event of initializing screen without manual restart could not be determined. A root cause could not be determined.